Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. As of this date the circuit has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that a circuit has deformity causing it to leak (portion of tube that connects from circuit body to bellow / water trap's "snout").